Event description:
The customer's daughter reports the customer obtained back to back results of 261 and 108 mg/dl. No report of an adverse event. L1 control was run and in range. Return requested and replacement was sent.